Event description:
It was reported by the customer the clinical nurse replaced the extension tube due to damage, and found that there was oozing in 2 new extension tubes, and finally the third case had no oozing. This report addresses the first extension tube oozing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking connectors was unconfirmed because the problem could not be reproduced. The product returned for evaluation was two 4fr single lumen groshong nxt clearvue connectors. Both connectors were received assembled. Usage residues were observed on both samples. A portion of catheter was visible extending from the first connector (sample 1). No catheter was visible within the second connector (sample 2). Both samples were examined under a microscope. Some mechanical damage was observed; however, no evidence of leakage was observed. Both samples were flushed with water using a 12ml syringe both were found to be patent with no leaks. Both samples were pressurized by attempting infusion after clamping the distal ends. No leaks were observed during pressurization. No leaks or evidence of prior leakage were found during examination of the returned samples. Consequently, this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer the clinical nurse replaced the extension tube due to damage, and found that there was oozing in 2 new extension tubes, and finally the third case had no oozing. This report addresses the first extension tube oozing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.